Event description:
Additional information - it was reported that the patient presented for an in-clinic check. The device was reprogrammed as previously discussed, and the results were satisfactory.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that the insertable cardiac monitor was undersensing cardiac signals. Programming changes were discussed but did not occur, and there were no patient consequences.